Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited a high out of range shock impedance measurements. The physician was going to contact the patient soon for a clinical follow up. The physician also stated the high shock impedance values were a known issue since implant and no revision would be planned at this time. Patient has not received shocks. No adverse effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.